Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on the proximal conductor, there was a breached cut on the outer insulation, and there was apparent explant damage.

Event description:
It was reported that the right atrial lead dislodged due to the patient's anatomy. There was an attempt to reposition, but the lead dislodged again. The lead was explanted and replaced. No patient complications have been reported as a result of this event.